Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that no backup device was required to finish the surgery as the surgeon managed to lock in the device and proceed the case as normal, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that he spacer block is not letting the shin lock in. No delay nor injury reported. The surgery was completed without the need of a backup device.